Manufacturer narrative:
The device was returned, evaluated and customer allegation was confirmed. Distorted image when manipulating cable was due to faulty cable. The device history record review was completed, and no issues were identified. To mitigate the risk, instructions for use states that "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported, the "monitor displaying lines across it, intermittently as if static on the screen at the base where the cable meets the wider part of the camera head." The issue occurred during an unspecified procedure. The procedure was completed using a different camera head. There were no error messages and no delay to procedure. No reports of patient harm.